Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during a during a ureteroscopy and laser lithotripsy procedure, ureterorenal videoscope was being angled and deflected when it got stuck at that angle and could not be straightened to remove easily. Upon removal of scope from the patient, the patient was injured in the ureter, and no patient infection was reported. The procedure was almost over after the injury and was completed successfully; however, the customer stated that they would otherwise have had to abort. The procedure was completed with the same device with a delay of less than five minutes. During inspection of the lower pole, the scope was in secondary deflection and then became stuck due to a knuckle of the scope, which was subsequently pulled back into the ureter with the scope bent. With the scope bent, it could not be pushed back into the renal pelvis. The clinician felt that even antegrade access would not allow removal of the scope without injury to the ureter, so the scope was straightened out within the ureter, leading to the injury. A stent was left in place. The patient required nephrostomy tube placement due to obstruction and was hospitalized for one week. The customer reported that the patient was tube-free, with a solitary kidney, that made urine appropriately, and had mild hydronephrosis on renal ultrasound. Reportedly, the patient will be monitored for formation of a ureteral stricture. No reports of additional heath consequences. The customer reported that same issue happened in the past. This report is 2 of 2.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.